Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling cartridge. The customer's blood glucose level ranged from 100-200 mg/dl. Reportedly, the customer changed the needle tip and cartridge and was able to successfully load the cartridge on the pump.